Event description:
The customer reported a non-reproducible, elevated troponin I (accutni) result, above the acute myocardial infarction (ami) limit, for one patient involving unicel dxc 600i synchron access clinical system. Subsequent testing of the original sample on an alternate access 2 immunoassay system produced a lower result within the normal reference interval. The elevated result was not released out of the laboratory as the customer retests all elevated troponin I results per the laboratory's procedure. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse performed high sensitivity system check which failed the (B)(4) portion. The fse returned on (B)(4) 2012 and replaced the wash tower bearings, incubator belt bearings, and the mixer and pinch rollers. High sensitivity system check was performed again and failed the (B)(4) portion. The fse replaced the peristaltic pump tubing and re-shimmed the wash arm specification. The fse performed a routine system check and high sensitivity system check; both passed within system specifications. The unit conformed to the manufacturer's published performance specifications. - attachment: [MDR 2122870-2012-00539 attachment 1 accutni.pdf]